Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 450 mg/dl. The customer was experiencing symptoms of vomiting and nausea. It was stated that the customer was disconnected from the insulin pump an extended period of time and after having a heart surgery. The customer stated that her insulin pump is lost as it was thrown out by a relative. Initially, the customer called because she did not receive the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.